Event description:
Pt had a cardiac catheterization. The 6 fr pigtail was used during aortic root injection and then when a lv gram was attempted, it was noted that there was a crack at the hub of the catheter.